Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 10/19/2015, belt: 05/28/2014.

Event description:
A us distributor contacted zoll to report that a patient was treated and passed away on (B)(6) 2018 at approximately 10:00am. It was reported that the patient was at home and unconscious at the time of the treatment. The patient was reportedly sitting down and the lifevest was alarming prompting bystanders to stay back. The patient's daughter and neighbors were reportedly present and performed CPR. Per clinical review of the available ECG data, the patient received 11 treatment shocks prior to passing. The device first detected an arrhythmia at 09:39:07 on (B)(6) 2018 while the patient was in sinus bradycardia at 30 bpm. The device then released gel at 09:40:07. The first treatment shock was delivered at 09:40:18 while the patient was in asystole with CPR artifact/intermittent cardiac activity with the post-shock rhythm being bradycardia at 15 bpm with CPR artifact degrading to asystole. The patient remained in asystole with intermittent cardiac activity/CPR artifact following the shock until 09:48:55 when the device detected an arrhythmia while the patient was in ventricular tachycardia (vt) at 150 bpm. The second shock was delivered at 09:50:02 while the patient was in vt at 150 bpm with the post-shock rhythm being vt at 150 bpm. The third treatment shock was delivered at 09:50:34 while the patient was in asystole with the post-shock rhythm being asystole with intermittent cardiac activity. Between 09:52:31 and 09:54:46, the patient received five more treatment shocks all while in asystole with non-sustained ventricular tachycardia (nsvt) and all with a post-shock rhythm of asystole with nsvt. At 09:56:50, the device delivered the ninth treatment shock while the patient was in asystole with ventricular fibrillation (vf) with a post-shock rhythm of asystole with nsvt. Between 10:09:03 and 10:09:37, the patient received two final treatment shocks while in asystole with CPR artifact. The post-shock rhythm for these two shocks was asystole with CPR artifact. The patient remained in asystole with intermittent cardiac activity, CPR artifact, and motion artifact until the electrode belt was disconnected at 10:20:47. There is no evidence to suggest that the lifevest caused or contributed to the patient's death, as the patient was in a non-treatable, non-life sustaining rhythm at the time the first shock was delivered. Oversensing of low-amplitude cardiac signal and nsvt contributed to the false detection. The response buttons were not pressed during the event. There were no allegations of a device malfunction and no reports of any injuries.